Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer treated the low bg by consuming a muffin and drinking juice. Customer stated that the low bg was due to the pump settings needing adjustment. Tandem technical support instructed the customer to consult with healthcare provider if the low bg reoccurs.